Event description:
During surgeon's use of scissors for fascia graft purposes, the scissors tip broke off. Surgeon was able to retrieve the missing piece while not compromising patient's safety.

Manufacturer narrative:
This issue did not cause any procedural delays, nor have caused or contributed to an injury or illness necessitating medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. No adverse event were reported.